Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) failed to separate from the delivery catheter. The lp would not redock while trying to unfixate. The lp was unfixated and the helix was sprung during removal. The procedure was completed using a transvenous pacemaker. The patient was discharged following the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of separation failure and connection problem were not confirmed while the event of stretched helix was confirmed. The leadless pacemaker was returned for analysis. Visual inspection noted the outer helix was stretched out of specification and no anomaly was noted on the inner helix. The outer helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.